Event description:
Patient was transitioned from freedom driver back to c2 for a procedure. When mcs rn went to turn off the freedom driver the battery on the left (if facing the driver) came out without issue but when attempting to remove right battery, the battery was stuck and the driver would not shut down. Multiple attempts were made to remove then re-seat the left battery/dummy battery without any success removing the battery on the right. Another staff member tried later and was able to get the battery on the right out with some force. There was no patient involvement.